Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was in the operating room for outflow graft revision due to suspected outflow graft compression. Surgical exploration revealed obstruction external to the heartmate 3 ofg. Biodebris was removed. No equipment was exchanged and no alarms were reported.